Event description:
The manufacturer service technician reported that the device had unintentional running while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.